Event description:
The event was reported by the customer they had completed the breast biopsy and was attempting to move the cutter forward to close the sample notch and the unit gave an l3-017 green cable error followed by and l3-020 blue cable error. The customer noticed the cabling around the green connection was frayed. The holster will be returned for service.

Manufacturer narrative:
Date sent: 07/10/2008. Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the green cable was exposed causing the l3-017 error code. To correct the customer complaint the analysis site replaced the green cable. The blue cable was replaced due to the blue lemo connector was cracked. The e-clip was replaced due to it was damaged during disassembly. Per the service manual, service test were performed with no functional faults found. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.